Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in the lab. J16 pins were found to be lifted and completely detached from the pca resulting in defib test failure during operational check.

Event description:
It was reported to philips that the device received a defib test failure. There was no reported patient involvement.